Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval confirmed a tear in the hose assembly. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and add'l preventative maintenance was also performed.

Event description:
It was reported that during equipment testing, a hole was discovered in the hose portion of the pneumatic drill. No oil leakage from the device was reported. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.